Event description:
Related MFR reports: 1627487-2020-02526, 1627487-2020-02528 and 1627487-2020-02529. It was reported the patient's drg lead(s) migrated. Consequently, surgical intervention was taken and the migrated lead was replaced and the issue addressed. Note - it was undetermined which lead migrated. All possible devices are being reported.